Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump delivered too much insulin on her last bolus. The customer was unable to review the bolus history, but she stated that she only bolused twice today, and twice the day before. During the call, the customer stated that she had to drink orange juice because her blood glucose levels were going to start dropping soon. The customer stated that she was going to call her doctor, then ended the call. The customer was called back for a follow up, but there was no answer. Nothing further was reported.